Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead. Reprogramming was done for lead sensitivity. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 lead implanted (B)(6) 2009; 4193-88 lead implanted (B)(6) 2009. (B)(4).